Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 06:00am he obtained results of ¿149 and 150mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a reading of ¿77mg/dl¿ obtained on a doctor¿s meter. The tests were reportedly performed more than 30 minutes apart. The patient manages his diabetes with metformin and glyburide pills and continued to take his usual dose of medication in response to the alleged issue. The patient stated that 12 hours after the meter issue occurred he developed symptoms of ¿headache, dizziness and a tight chest¿ and that on (B)(6) 2014, he received food or drink as treatment from a healthcare professional (hcp). During troubleshooting the cca noted that the meter was set to the correct units of measure and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because, the patient received hcp treatment for a hypoglycemic event after the alleged meter issue occurred.